Event description:
Clinical study: same case as #6000089-2005-00913. Two hundred ninety seven days after a coronary artery drug eluting stenting procedure the pt expired. Lesion #1 was a 2.0mm, 70% stenosed region of the distal circumflex (dist cx). The physician treated the lesion by successfully placing a taxus exprss2 8.8% 2.50 x 12 drug eluting stent in the target lesion. Lesion #2 was a 2.5 mm, 80% stenosed region of the 1st obtuse marginal (1st ob marg.). The physician treated the lesion with predilation and successfully placing a taxus express2 8.8% 2.50 x 24 mm and a 2.50 x 20 mm drug eluting stent with a 3 mm overlap without complication. The pt was discharged the next day on pravachol, plavix and aspirin. At the 1 year follow-up it was reported that the pt expired 297 days after the procedure. There was no autopsy and in the opinion of the physician the cause of the death was respiratory failure. And the target vessel was not involved.

Event description:
It was further reported that target lesion 1 was 8mm long. Target lesion 1 was treated with direct stenting with 0% residual stenosis following post-dilatation. Target lesion 2 was 40mm long and was treated with rotational arthrectomy, balloon angioplasty, and after placement of overlapping stents, reduced the stenosis to 0% following post-dialtation. 9 months after the procedure, (specifice date unknown), the patient was admitted to a non-enrolling hospital with severe shortness of breath. The pt was intubated, developed pneumonia and sepsis, and was not able to be extubated.